Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
In 2009, the sales representative reported that during surgery the extender sleeve came apart after screw was implant. There was a surgical delay of 30 minutes. Additional information received via telephone on 29 jul 2009, the sales representative reported that during surgery the surgeon was using the extender sleeve when it came off the screwhead after the screw was implanted. The surgeon was not able to use the extender sleeve after it came off. This was a reduction case and it was difficult to place the rod into the screw but with some persuasion it was done. The sales representative looked over the extender sleeve and it seems that there may be some material missing on the tip of the extender sleeve where the screw attaches.